Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the implant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records, about 9 years 6 months post implant of composix kugel patch, patient was diagnosed with infection, erosion, abscess, adhesions, inflammation thereby underwent the removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no. & corporate lot no), d6.b (date of explant), e1, e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: d6.a (date of implant), g4(PMA/510(k) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with small bowel obstruction and ventral hernia thereby underwent open repair with implant of composix kugel hernia patch. Per operative notes, ¿identified the small hernias and adhesions were excised. A composix kugel hernia patch was placed using sutures.¿ (B)(6) 2016 - patient was diagnosed with infected ventral hernia mesh thereby underwent removal of mesh. Per operative notes, ¿there was extensive bowel adherent to mesh the umbilicus in the midline. Encountered a large abscess. It appeared that the mesh had eroded the mucosa of the bowel. The mesh was removed, and the small bowel was resected. A biologic mesh was placed.¿ attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, mesh migration, pain, hernia recurrence, bowel obstruction, infection and emotional injuries.